Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of death and hypotension as listed in the graftmaster coronary stent graft system, instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported difficulties and subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that two non-abbott stents were implanted in the mid left anterior descending coronary artery (lad). A perforation was noted. A 2.8x16 mm graftmaster stent was advanced, but was unable to cross the implanted stents. There may have been calcium blocking the way. Two balloon catheters were inflated for prolonged balloon inflation; however, the patient was unable to tolerate the long inflations, as noted by the blood pressure dropping, but a second 2.8x16 mm graftmaster stent was successfully implanted, sealing the perforation. The patient continued to experience difficulty maintaining blood pressure, so the family elected to withdraw medical care and the patient expired later that day. Per the physician, use of the graftmaster stents did not cause or contribute to complications. The death was related to the perforation and loss of blood. No additional information was provided.